Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, missing display window cover, cracked battery tube threads and cracked case along the side of the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the reservoir compartment was cracked. Customer's blood glucose was 6.4 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.